Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the guidewire was pass through, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation within specified pressure the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device.